Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Therefore, the potential that a damaged battery would cause a death or serious injury is remote. This will therefore result in user annoyance with no effect on the functioning of the pump. Additional devices for this event; bat320831- cata log-1650, UDI number-(B)(4), exp date-2017/03/31-, MFR date-2016/03/31, return date- 2017/01/26. Bat314383- cata log-1650, UDI number-(B)(4), exp date-2017/02/28-, MFR date-2016/02/05, return date- 2017/01/26. Bat321555- cata log-1650, UDI number-(B)(4), exp date-2017/04/30-, MFR date-2016/04/12, return date- 2017/01/26. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient brought in four batteries that needed to be replaced. Three of the four batteries had exposed wires from a tear in the outer coating of the battery connector cables. Two of the four batteries had broken plastic "peg" inside the connector. The patient reported that he is wrapping the cords tightly around the batteries when in use to prevent them from sticking out to get caught on things while using the waist pack. The batteries were replaced with no consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
Other devices involved in this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the batteries had exposed wires from a tear and that two batteries had a "broke plastic peg" inside the connector. Four batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of bat320831 revealed that the unit passed visual inspection and functional testing. Failure analysis of bat31483, bat321555 and bat314600 revealed that the batteries failed visual inspection due to a tear on the output cable. The reported "broken plastic peg" could not be confirmed on any of the returned batteries. Based on the available information, the most likely root cause of the reported event can be attributed to the handling of the devices. The most likely root cause of the reported event can be attributed to the handling of the devices. The reported "broken plastic peg" could not be confirmed on any of the returned batteries. Additional devices for this event; (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.